Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not wear the transmitter and the pump within line of sight of each other. The customers blood glucose level was reported as 48 mg/dl; cause was unknown. Customer addressed bg by consuming carbohydrates. Reportedly, the customer was able to regain connection after repositioning the pump and tx, and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿